Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the a) or b). The failure of the video signal transmission between the endoscope and the subject device due to the unstable contacts of the connector by a-1) or a-2) a-1) the deterioration of the video connector socket by long-term use because more than seven years had been passed since the subject device had been manufactured. A-2) the failure of the locking function of video connector socket and pins due to the wear and tear. The user left foreign materials such as dust, dirt and chemical residue on the subject device.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was disappeared sporadically. There was no report of patient injury associated with the event.